Event description:
The customer received questionable creatinine plus results on their p- module analyzer. The customer provided data for two patients, one of which was discrepant and reported outside the laboratory. The patient's initial creatinine result was 2.22 mg/dl and reported outside the laboratory. The sample was repeated on an integra analyzer and the result was 0.52 mg/dl. The patient was redrawn and the result from a different p-module was 0.48 mg/dl. The customer deemed the 0.52 mg/dl to be correct and it was issued as a corrected report. No patients were affected by the erroneous results. The creatinine + r1 reagent lot number was 64481701 and the expiration date was 03/31/2012. The creatinine + r2 reagent lot number was 63970601 and the expiration date was 11/30/2011. The field service representative determined the gear pump pressure was low. He adjusted the gear pump pressure to be within specification. The customer performed a precision test, calibration, and quality control with passing results.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.